Event description:
Fmc canada reporting an internal leak with the initial use of the product (non-processed) during pt treatment. As reported "blood leak alarm as soon as the blood hit the dialyzer. Dialysis stopped and new setup used." Dialysis machine reported as fresenius 2008h. Pt's blood pressure was 119/55. Blood loss attributed to the reported leak was 250cc due to discard of the blood circuit. There were "no pt difficulties" and no medical intervention was required. No complaint sample available for testing. MDR filed due to blood loss reported.